Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: the device tip would become clogged and the tissue would gunk up at the device tip. Due to the clogging issue and longer surgery time the patient had times of prolonged bleeding. There was no impact to the patient post-op. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: - device name: plasmablade - tna - product number: ps300-002, lot number: 0211312700, expiration date: 02-jun-2019, quantity returned: 1. Testing performed: visual inspection: device packaging inspection: one returned plasmablade, tna device with tonsil tip, adenoid tip, and suction coagulator was received inside a (B)(4) shipper box within a plastic bag with paper to fill the negative space. The tyvek® lid was returned; the device information was confirmed against the information listed within gch from the tyvek® lid. There was a handwritten note on the tyvek® lid: case # 1: (B)(6) 2016 hospital stock product event. There was no paperwork provided. Device visual inspection: the device appears used with dried blood on the body and shaft. The adenoid tip electrode wire, suction opening and housing contain tissue and coagulum buildup, which visually relates to the reported complaint description, all other components appears in place and intact. Additionally, it was found that the electrode wire housing is damaged, melted, on the adenoid tip. The tonsil tip and suction opening contains tissue and coagulum buildup and is damaged, and appears that the molded plastic which surrounds the blade, has been cut off. The suction coagulator and suction opening contain tissue and coagulum buildup. See the reference pictures for; a new adenoid tip and a new tonsil tip for comparison. Functional inspection: both cut and coag buttons have a definitive tactile feel. The returned plasmablade. Tna was connected to the complaint lab aex generator and the expected e5 error code, "end of life", was displayed confirming the device had been successfully activated prior to complaint investigation. The device was activated twenty-five in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. The device was tested for functionality via activation, for both the adenoid tip and the tonsil tips, in grounded saline producing acceptable results. A plasma field was present at the electrode and the sound and function of the generator were representative of normal operation. Adenoid tip: the device was set-up for functional inspection with the whisperator suction machine, canister and aspiration tubing and activated to determine if the device would suction fluid. There was a steady flow of air, suction, coming through the device upon connection to the whisperator. The device tip was submerged in a beaker filled with water; the aspiration of the water through the suction opening was strong and steady; functioning as intended. The acceptable suction performance was demonstrated by the aspiration of ~250ml of water through the suction opening of the device adenoid tip and into the suction canister which confirms that the device does not have a clog in the suction opening. Tonsil tip: the device was set-up for functional inspection with the whisperator suction machine, canister and aspiration tubing and activated to determine if the device would suction fluid. There was a steady flow of air, suction, coming through the device upon connection to the whisperator. The device tip was submerged in a beaker filled with water; the aspiration of the water through the suction opening was strong and steady; functioning as intended. The acceptable suction performance was demonstrated by the aspiration of ~250ml of water through the suction opening of the device tonsil tip and into the suction canister which confirms that the device does not have a clog in the suction opening. Suction coagulator: the device was set-up for functional inspection with the whisperator suction machine, canister and aspiration tubing and activated to determine if the device would suction fluid. There was a steady flow of air, suction, coming through the device upon connection to the whisperator. The device tip was submerged in a beaker filled with water; the aspiration of the water through the suction opening was strong and steady; functioning as intended. The acceptable suction performance was demonstrated by the aspiration of ~250ml of water through the suction opening of the device suction coagulator and into the suction canister which confirms that the device does not have a clog in the suction opening. Insufficient cleaning and use can cause tissue and coagulum to build up on and around the electrode wire and housing which can diminish device performance. Lhr review: a review of the lhr for lot # 0211312700 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue contained within gch was visually confirmed in the laboratory environment for the device gunking. However, the device functions as intended with no failures. This complaint will be tracked and trended within gch reference documents: a 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices, 31-10-1370 rev. H - product specification and quality plan - tna product family, 70-10-1447 rev. C - peak plasmablade, tna - IFU, 31-10-1365 rev. M - aex - product specification and quality plan, 70-10-1455 rev. E - aex generator - operator's manual, 61-10-0017 rev. H - device button tactile test procedure test equipment: eqp # eqp - name - manufacturer (B)(4) whisperator, wells johnson 7225 aex generator 7058 eeprom bypass connector. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis that the housing was damaged and melted on the plasmablade adenoid tip. There was no impact to the patient.